Manufacturer narrative:
Do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose level and diabetic ketoacidosis. Customer reported being in unstable condition upon admittance to the hospital/ICU. Customer was treated with intravenous fluids. Customer informed tandem technical support of using admelog insulin and infusion sets beyond three days. Tandem technical supported educated customer that the pump user guide indicates not to use any other insulin with your system other than u-100 humalog or u-100 novolog. The customer reported being released from the hospital three days later in stable condition.